Event description:
The physician co-directors of pediatric intensive care unit (picu) asked rptr to develop circuitry that would allow hosp to safely administer ribavirin aerosol to pediatric pts who were being mechanically ventilated with the picu dr's ventilator of choice, the siemens servo 900c. Rptr had already been made aware that the 900c was exquisitely sensitive to aerosols, because two therapists had mobilized mucomyst (winthrop's proprietary name for acetylcysteine) into the valve boxes of two 900c's, putting each out of commission for two weeks. After failing to identify a suitable ribavirin filter after a half-dozen attempts, rptr was ready to abandon project when someone suggested that they try a pall breathing circuit filter. "Lo and behold," this device proved to be a virtually absolute filter for ribavirin. Rptr was prompted to ponder the ramifications of this, insofar as ribavirin droplets measure between 1.2 and 1.4 microns in diameter. If ribavirin particles were getting through these other "bacterial/viral" filters, rptr wondered, what organisms were also getting through. Rptr questioned the MFR of one of the filters that had failed miserably, asking them to defend the package insert's claim that the device was "99.99% efficient", despite the fact that rptr could literally observe an appreciable fraction of ribavirin droplets freely penetrating the filter medium. MFR replied that the efficiency figure incorporated in the package insert was generated using the "military spec". Rptr later discovered that this test methodology, most recently updated in 1972, employs droplets that measure three microns in diameter. Rptr could only reflect on how irrelevant such a bench test was, in view of the submicronic sizes of virtually every worrisome organism with which they are faced in ICU practice. Acinetobacter, pseudomonas, klebsiella, proteus, staphylococcus, enterococcus, the tubercle bacillus, and so on, and so on. When rptr asked a researcher at pall to describe their testing methodology, rptr was told that they challenge their media with a monodisperse aerosol comprised, not of bacterium-containing droplets, but of single bacteria themselves, devoid of an aqueous envelope. Pall chose pseudomonas diminuta for their tests because of the small size of that organism: 0.3 microns in diameter. At one and the same time, this organism represents the most penetrable particle, and it mimics the size of the single most ominous microorganism - the tubercle bacillus. Also, as opposed to most other bacteria, which require scores of colony-forming units to produce clinical disease, a single tubercle bacillus can trigger pathology in humans. As a clinician who had only recently become acquainted with the methodology underlying efficiency claims for breathing circuit filters, rptr was irate that some (as it turned out, the majority of) filter mfrs exploited outmoded testing methods, simply to make their filters look better than they really were. Caregivers who need to be exposed to non-intubated tb pts in the course of their clinical duties are required to don special face masks that meet or exceed the standard that has been developed by the ctrs for disease control and prevention (cdc). The cdc's "guidelines for preventing the transmission of mycobacterium tuberculosis in healthcare facilities, 1994" recommended (on page 81 of that monograph) that high efficiency particulate aerosol (hepa) filters be employed. By definition, a hepa filter has an efficiency equal to or greater than 99.97% versus a challenge of particles having a diameter of 0.3 micron. If the need arises to intubate the tb pt, the means to eliminate risk now becomes vastly simplified in a logistical sense, in that true source control can now be exercised. Source control, of course, is a strategy that allows for confining the tubercle bacillus to the source of its generation - that is, the tb pt. Certainly, the ability to mount a filter upon the endotracheal tube that meets or exceeds the hepa standard will constitute a cost-free alternative, provided that filter is not itself exceedingly expensive. Heat/moisture exchanging filters (hmef's) certainly qualify on the basis of cost, insofar as their purchase price ranges between two and six dollars. The pall hmef; for example, exhibits an efficiency that, if it conforms to pall's claims, is more than thirty times higher than that required by the cdc guidelines. With the promulgation of the cdc guidelines, rptr was confident that the confusing numbers games in which many filter mfrs had previously indulged would become a thing of the past. According to rptr, the hepa requirement is clear and unambiguous, as well as being clinically meaningful. Clinical mgrs need only assure themselves (or so rptr thought) that the filter that they are employing as an integral component of the expiratory circuit be identified as hepa-grade. A few weeks ago, a clinical colleague informed rptr of the existence of two models of breathing circuit filter, both manufactured by mallinckrodt, the hepa and the hepa compact. Finally rptr thought, a pair of filters that can provide caregivers with a choice of more than a single supplier of hepa-grade filters. When rptr examined mallinckrodt's description of their test methods, however, rptr couldn't believe their eyes: they employ an organism (staphylococcus rosaceous) that measures between 0.7 and 1.2 microns in diameter. Hence, there is absolutely no way that mallinckrodt can determine whether or not these filter models could satisfy the hepa standard if they were actually exposed to the requisite challenge. Respiratory therapists are apt to derive a false sense of security from the fact that mechanical ventilators incorporate mainline expiratory filters that are assumed to be competent versus tb droplet nuclei. "Regrettably, this is not in accord with reality." Continued in b6.